Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not power on. No patient involvement.

Event description:
The customer initially reported a ventilator that will not power on. This allegation was later clarified as a ventilator that would power on, but would not boot up properly, and exhibited diagnostic code 1014 (post timer/ 24v failure). This event did not occur during clinical use. There was no allegation of harm associated with this event. No patient involvement .